Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon separated from the stem while be utilized. Did not get used on a patient. Operating room time not extended.